Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated patient noted a fall and began having pain subsequently. Tibia noted to have moved into flexed and varus position. Tray was loose in or. Loosening occurred at the bone to cement interface. Depuy cement was used. Femur, insert and tibia were removed. Converted to tc3 with stems and sleeves on both sides. No instruments were broken. Surgeon complained that there was still no revision system available for attune so the entire knee had to be revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.